Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic small bowel obstruction, the stapler was able to fire, but the articulation knob broke off and there was poor staple formation. Hand sewing was performed to resolve the issue.